Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reported readings were not found in the meter's memory.

Event description:
A customer reported she received erratic readings on her freestyle freedom lite blood glucose meter and the following readings were reported: 22.3 mmol/l ((B)(6) 2011 at 9:30 pm), 13.8 mmol/l ((B)(6) 2011 at 11:30 pm) and 4.6 mmol/l ((B)(6) 2011 at 6:30 am). According to the report, erratic readings (not specified) contributed to a medical event on (B)(6) 2011 between 3-4 am when she experienced weakness, blurred vision and loss of consciousness (she did not completely black out, but she became semi-unconscious) and her daughter gave to her some food, and called the paramedics who treated her with glucose intravenously. The customer further reported she was not transported to a health care facility. Adc customer service unsuccessfully attempted to clarify the reading which might have contributed to the medical event on (B)(6) 2011. There was no report of death or permanent impairment associated with this event.